Manufacturer narrative:
A ventilator was reported failing pressure transducer test during pre-use check. A field service engineer confirmed that a pressure transducer printed circuit board (pcb) was faulty and replaced it. The pcb was not returned and no logs are available. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods or logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).